Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the numbers on their insulin pump were scrolling when attempting to bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Troubleshooting was not completed at the time of the call. The insulin pump not be returned at the time of the call.